Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the therapy interference between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the patient¿s implantable cardioverter-defibrillator (ICD) device could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further related issues reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 "introduction", section 5 "surgical procedures", and section 6 "patient care and management", warn the user: the heartmate 3 pump may cause interference with implantable cardiac defibrillators (icds). If electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead." Sections 5 and 6 additionally state that prior to implanting an implantable cardiac defibrillator or implantable pacemaker (ipm) in a heartmate 3 patient, the device to be implanted should be placed in close proximity to the pump (approximately 10 cm) and the telemetry verified. If a patient receives a heartmate 3 and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, abbott recommends replacing the ICD or implantable pacemaker (ipm) device with one that is not prone to programming interference. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. The heartmate 3 design meets all electromagnetic (emc) requirements as outlined in this section. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's implantable cardioverter-defibrillator (ICD) was turned off for concern for the ICD oversensing mechanical noise from the left ventricular assist device; there was a chance this would lead to inappropriate shocks.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.